Event description:
During a cholecystectomy procedure, the clips did not close properly. The surgeon appplied another device to complete the procedure. The hosp has reported that no pt injury occurred.